Event description:
The patient was admitted to the hospital with complaints of syncope. The lead exhibited increased threshold, high impedance, loss of capture and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded from 49.0 cm to 49.4 cm from the distal tip and exposed the proximal coil. Abrasions are indicative of exposure to constant friction with another implantable device.